Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection observed a damaged lid, bezel, and chassis. The units foot pedal port is pushed inside the unit. The unit has signs of drop/impact damage. Functional evaluation revealed most settings cannot be tested due to the damaged foot pedal port. The complaint was confirmed. Factors, unrelated to the manufacturing and design of the device, which could have contributed to the reported event, include an impact event to the device inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that the foot pedal plug in the controller was broken. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.